Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿entire image was blurry and unclear¿ was not confirmed. The device evaluation found the small light guide was damaged. The image was foggy when using the hot and cold water test. The big angle knob bounced back and insufficient angle. The bending cover was worn and aged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the reported suggested event was not reproduced at the repair facility. A definitive root cause could not be established. This issue is addressed in the instructions for use (IFU): IFU states that if endoscope is cold, condensation may form on the surface of ob-lens and the endoscopic image may appear cloudy as follows: if the endoscope is cold, condensation may form on the surface of the objective lens and the endoscopic image may appear cloudy. In this case, increase the temperature of the sterile water in the water container to 40 ¿ 50 degree celsius (104 ¿ 122 degree fahrenheit) and then use the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope entire image was blurry and unclear. There were no reports of patient or user harm associated with this event.